Event description:
It was alleged that the surgeon console entered a medium priority alarm during a surgical procedure. The console could not be recovered and the procedure was converted to manual laparoscopic. No clinically significant delay and no harm were reported in relation to this event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The failed assembly was replaced and the surgeon console has been used successfully following the replacement. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.